Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance after the customer observed a shifted image on both surgeon side console (ssc) affecting the vision side cart (vsc) left-eye view. The customer confirmed the issue was present on both the ssc left eye and the vsc left eye, while the right-eye image appeared normal on both. The tse reviewed logs and noted a camera power warning associated with the endoscope. The tse then had the customer reseat the endoscope in the endoscope coupler, which did not change the behavior. Next, the tse had the customer remove and replace the endoscope, and the customer stated the color bars still showed the same issue. The tse then guided the customer through a hard power cycle of the vision cart, after which the issue no longer persisted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that the issue was resolved by hard power cycling the vision side cart (vsc). The system was verified and ready to use.